Event description:
It was reported that patient's pacemaker exhibited far p wave oversensing. Episodes of high ventricular rate (hvr) and electromagnetic interference was also noted. No intervention was done. There were no patient consequences.